Event description:
It was reported that during an acl reconstruction, following fixation of the cannulated interference screw, the surgeon proceeded to remove the guide wire and it broke. About 1" of the guide wire was reported to remain inside the cannulated screw. No injury was reported.